Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A customer reported they received the following readings on their adc meter that they perceived as higher than they felt and erratic - 120 mg/dl at 8pm, 119 mg/dl at 8:20pm and 97 mg/dl at 10:00pm " on (B)(6) 2009. " the customer further reported she drank 1/2 cup of grape juice during the evening because she thought her blood sugar was 97 mg/dl and left to drive her car. She was driving along the interstate highway at 10:45pm when she could not focus. She missed her turnoff and proceeded to the next exit. She exited and must have hit the accelerator and not the brake because she drove down a steep embankment. The police came and her daughter came to the accident site. Her daughter took her to the hospital where she was diagnosed with hypoglycemia and treated with glucose via intravenous infusion and "was administered a potassium test that is all she can remember." There was no report of death or permanent impairment associated with this medical event.